Event description:
It was reported that during the beginning of a da vinci s prostatectomy procedure, system error code 23008 occurred. In an attempt to clear the error, the surgical staff power cycled the system and back drove the left master tool manipulator. The system was then restarted, however, the same error code recurred after restart. The surgeon made the decision to abort the planned procedure and reschedule it for a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23008 was associated with the left master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. The mtml was returned for evaluation. Engineering was able to replicate the reported failure mode and determined that the main cable harness had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.